Event description:
At the patient's one month follow up, the surgeon observed the cage had migrated posteriorly. The patient is asymptomatic at this time. Device remains in patient.

Manufacturer narrative:
Reviewed device history records. Device manufactured to all applicable specifications.